Manufacturer narrative:
The pipeline flex device will not be returned for evaluation as it was discarded at the site. The device was not returned for analysis, therefore the complaint could not be confirmed, and the event cause could not be determined. It should be noted that per the instructions for use (IFU): "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid."

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the internal carotid artery (ica). The vessel was severely tortuous. All devices were prepared as indicated in the IFU. It was reported that the pipeline flex was "very lazy to open" in the middle and distal sections. The device was resheathed more than two times. No additional steps were attempted to open the device. The pipeline flex was resheathed and removed with the microcatheter. Afterward, a similar device was used to complete the procedure without incident. There were no reports of patient injury as a result of this event.